Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "under infused during infusion of carfilzomib in the outpatient treatment facility. The device was infusing at 1/4th of the rate than the normal rate of 200ml/hr" was not reproduced. The event history log revealed an infusion of carfilzomib was programmed on the reported event date and ran as programmed. Details regarding IV set up are unknown and could contribute to flow accuracy issues. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused during infusion of carfilzomib in the outpatient treatment facility. The device was infusing at 1/4th of the rate than the normal rate of 200ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.